Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by biomed personnel that the patient experienced pump thrombus and underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
Additional information provided to the MFR indicated that the patient expired on (B)(6) 2013, reference medwatch report number 0002916596-2013-01421. The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.